Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a a1059 mayfield modified skull clamp was slipping and that it needed inspection. Date of the incident was not provided. Additional information received on 02oct2018 indicating that there was no event or patient injury reported. Additional information has been requested.

Manufacturer narrative:
The complaint device was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. Failure analysis and root cause analysis cannot be performed. Therefore, complaint is not confirmed.

Event description:
N/a.